Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had multiple rips in downstream occlusion (dso) seal. The seal was also bubbled and had a missing piece. There was no patient involvement.

Manufacturer narrative:
H6 - investigation findings code should be the following but not available in trackwise: (B)(4)- separation problem. D9: date returned to mfg.: 5/8/2025. D3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "multiple rips in downstream occlusion (dso) seal, bubbled dso seal, and a piece of the dso seal missing" was confirmed through visual testing. The probable cause was dso seal failure; delamination caused the seal to tear. Replaced the dso seal and replaced the dso sensor and bezel as a preventative measure. Further inspection found the housing damaged, liquid crystal display (lcd) lens cracked, the chassis gasket was damaged, the air detector was dented and alarming air in line. Replaced the rear housing, rear insulator, copper right, perimeter gasket, front piezo, piezo adhesive, piezo guard, power switch, harness, gasket tubing, front housing, frame gasket, top gasket, front piezo, piezo guard, guard adhesive, piezo adhesive, light emitting diode (led) tape, air detector, chassis gasket, lcd lens, lcd seal, keypad, overlay, side label, and rear label. Performed dso/upstream occlusion (uso) sensor calibration. Software updated and unit reset to standard configuration. The device passed testing criteria after the repairs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.